Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The grasping section of the subject device was partially missing. The fragment was not returned to omsc. The proximal side of the tissue pad of the subject device was severely worn. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the tissue pad was damaged since the user activated output while the user grasped a thick and hard tissue at the distal part of the grasping section. The exact cause of the breakage of the grasping section could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time. The above device handling has warned in the instruction manual as follows. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/split/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone.

Event description:
During a hepatobiliary and pancreatic procedure, the subject device was used. In the procedure, an unspecified error occurred, the tissue pad of the subject device was partially separated, and the tissue pad of the subject device was worn. The intended procedure was completed with another device. There was no patient injury reported. On july 24, 2019, olympus medical systems corp. (Omsc) found that the proximal side of the grasping section was broken off and the tissue pad of the subject device was severely worn. Omsc received additional information that the fragment of the grasping section fell in the patient. The fragment was retrieved and discarded by the user. It was also found that the tissue pad of the subject device was not separated. This is the report regarding the breakage of the grasping section and the severely worn tissue pad.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The grasping section had a mark contacted with the probe. The probe had a mark contacted with the grasping section. The exact cause of the breakage of the grasping section and the severely worn tissue pad was investigated. Omsc tried to reproduce the worn of the tissue pad, however, it was not reproduced. As a result of fracture surface analysis, it was seemed that the breakage of the grasping section was caused by a fatigue breakage. Crack was observed on the device from x-ray analysis. We checked variations among the parts lot and this event did not depend on the variation among the lot. The exact cause of the reported event could not be conclusively determined. Based on the condition of the proximal side of the tissue pad, it was assumed that the tissue pad was damaged since the user activated output while the user grasped tissue at the distal part of the grasping section. Also, it was known that the contact mark occurred when the user kept activating output of the device with the worn pad, which caused contacting between the probe and the non-insulated area of the grasping section, and besides the grasping section was broken off when it was subjected to a load. The above device handling has warned in the instruction manual as follows. Do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue, positioning the tissue, twisting the shaft, or rotating the rotation knob. Manipulate and isolate the targeted tissue with another instrument, grasp the targeted tissue with the sonicbeat instrument, and then activate. Otherwise, it may cause the deforming/splitting/protruding of tissue pad or a scratch on the probe tip by interference with the other parts, which could result in the probe tip breaking and falling off inside the body cavity.